Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.

Event description:
A customer reported a random event that occurred during vitrectomy surgery, in the phase of cortical aspiration. Once the surgeon stopped the irrigation through the footswitch, bss came out from the handpiece instantaneously, as it was a little reflux. When parameters (venting, footswitch and the paracentesis compensation) were changed, the event returned occasionally. There was no patient harm. Additional information has been requested but not received to date